Event description:
The customer reported receiving ''sample count outside limits'' errors during patient testing on an access 2 immunoassay system over a two day period of time. This report represents the instrument issue which occurred on (B)(6) 2012. The beckman coulter inc. Representative recommended the repeat of all suspect patient results over the involved two day period of time. Upon repeat it was indicated that no erroneous results were generated as part of this event and no amended results were issued by the laboratory. There was no death, serious injury or modification to patient treatment associated with this event. The customer reported that the substrate appeared ''depleted.'' A routine system check on (B)(4) 2012, failed due to elevated substrate percent coefficient of variations. The customer did not provide specific patient information, patient results, sample collection/handling information or additional system performance information.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) assessed the instrument for leaks. There was no evidence of a substrate leak inside or outside the unit. The fse performed preventive maintenance activities on the instrument and replaced the substrate valve. Subsequent system testing verified instrument performance. Upon the completion of the necessary and verified activities, the instrument was returned back into operation. Although some hardware issues were addressed, a definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2012-00511, 2122870-2012-00568.